Event description:
A distributor reported that the usb port on a customer's pump was broken. There was no reported impact on the customer's blood glucose level. There is no additional information regarding corrective actions taken or if the device was replaced or returned.